Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet while blood glucose values remained unaffected and later resumed during the call. Symptoms included no hypoglycemia, hyperglycemia, or alerts. Outcomes included no clinical impact and no need for medical intervention or hospitalization. Investigation included basic troubleshooting and user education regarding sensor-to-pump communication. Investigation of this case revealed a transient communication interruption without evidence of device malfunction, with normal sensor function resuming and no alarms generated. It was concluded, based on previously established findings for similar reports, that the cause was a temporary bluetooth communication interruption.